Manufacturer narrative:
This report is based solely on the information provided by the customer. The product lot number was not provided, therefore the device history review could not be performed. A product manager for tidi products, noted that the wound care nurse stated the sensor pad is hard and interacts with patient¿s bony prominences (ischium and sacrum). Also, noted that she hasn't heard specifically from other nurses that pressure injuries were caused by the pad, but nurses are being cautious in their use with the sensor pad and skin breakdown. A review of the complaint database did not reveal any similar events against this device, this complaint was an isolated event. Per the IFU application instructions, it states; place bottom sheet over sensor pad. If needed, use an incontinence pad to protect sensor pad from urine or other liquids. Sensor pad may fail if liquid enters at neck of sensor pad. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported a patient without pressure injury developed a pressure injury sitting on bed sensor pad under sheet on mattress. Patient involvement, no lot# provided. Product is not available for return and or evaluation. No further info received.